Event description:
The device was flushed with heparin/saline, using the thermocool machine. Once the device was entered into the body it failed during use and reported error #106 (force sensor error). Another ablation catheter was open and used, defective device sent back to manufacturer.